Event description:
A malfunction was reported with the occurrence of malfunction code 16. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, but the malfunction code recurred. Consequently, the pump needed to be replaced, and the customer was informed about the replacement process. Tandem provided instructions for using manual daily injections (mdi) as a backup therapy and arranged to send a replacement pump. The customer was instructed to return the faulty pump within ten days using the provided prepaid label and return box.